Event description:
On 21/aug/2023 it was reported that this female peritoneal dialysis (pd) patient went to the hospital on (B)(6) 2023. The patient possibly had peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was complaining of abdominal pain and unable to tolerate flushes and fills during pd treatment. The pd clinic nephrologist instructed the patient to go to the hospital. On (B)(6) 2023, the patient went to the emergency room (ER). The patient was admitted and diagnosed with peritonitis. No information related to the pd cultures or the patient¿s antibiotic regimen was provided. The cause of the peritonitis is unknown. There was no reported cassette leak or any issue with fresenius device, drug, or other product(s). The patient had her pd catheter (not a fresenius product) removed on (B)(6) 2023 and is completing hemodialysis (hd). The patient is no longer a pd patient. The patient remains hospitalized. No further information was provided.